Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an alarm 29 occurred during the load process. Blood glucose was 291 mg/dl. Reportedly, the customer had manual injection as alternate insulin therapy. Multiple attempts were made to follow up with the customer; however, the customer did not provide any additional information.